Event description:
Our rep is reporting to us that a patient was undergoing an arthroscopic shoulder repair with the use of versalok for fixation. The surgeon was experiencing some difficulties with the versalok deployment gun in attempting to deploy the fixation device. It appears that the surgeon employed the anchor into the bone via malleting the proximal end of the deployment shaft; the surgeon then loaded the deployment gun onto the deployment shaft, followed protocol and squeezed the gun trigger to fully deploy the anchor. While un-threading the inserter shaft, it was noted that the anchor came out of the bone. The surgeon cut the suture away, went under the deltoid and removed the anchor. The surgeon attempted another deployment with another same device in neighboring real estate with the same negative results. At this point, the surgeon was concerned about the amount of bone loss from the two failed deployment attempts; the surgeon had already established a medial row fixation and felt that it was sufficient for the repair. The surgeon blames the lack of the "clicking" sound that they are use to hearing with this device for the failed deployments. The anchors have been discarded at the user facility, however the deployment gun is being returned for evaluation.

Manufacturer narrative:
Mitek is at this point in time in the information gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report.

Manufacturer narrative:
The complaint device was received and evaluated visually and functionally. Visually it is noted that outside of some biomaterial, the device appears in good condition, no apparent damage of anomalies. Functionally, the device was able to accept anchor deployment shafts and was able to deploy anchors without issue; can find no fault with the device. We cannot discern the root or underlying cause for the reported issue. At this point in time, no further action is warranted. However, this file will remain receptive to any potential forthcoming information received that is pertinent and germane to this issue. Also, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.